Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this 25mm mitral bioprosthetic valve, it was replaced with a valve of the same size and model. The reason for the replacement was reported as the valve was prepared but the cinch mechanism turned idle. It was also reported that when the handle was turned to engage the cinch mechanism, the cinch mechanism would not engage. The handle could turn freely but would not cinch the device. It was stated there was, "no consequence for the patient". No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received and attached to the valve. All the stent posts were detached. The valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed form the valve for further observations; one suture was cut during analysis. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of a suture wound during the cinching of the valve. All tips of the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The broken surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.